Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was not securely holding the usb cable in place which caused issues charging pump battery. Customer's blood glucose was within range (value not provided). Customer continued to use pump for insulin therapy.